Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/7/2024, it was reported by a sales representative via email that an ar-2654cl clavicle fracture plate threads were stripped. The surgeon couldn¿t screw in the locking tower to the plate or the bending rods to adjust the plate. This was discovered during a clavicle fracture procedure on (B)(6) 2024. Additional information received on 10/21/2024: a second ar-2654cl clavicle fracture plate from a different lot number was used to complete the case. The case was delayed between five to ten minutes. This was in the middle of the case so additional anesthesia was administered since the patient was still asleep.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the threads of the first and third holes of the clavicle fracture plate, central third, left, ss had stripped. Functional testing was not performed due to the damage of the device threads. The most likely cause of the reported failure is a user error of the device due to misalignment insertion and/or excessive force being used during insertion of the screw.